Event description:
It was reported that the procedure was to treat the right posterior descending artery (pda). The distal pda was stented first with a 2.5 x 12 rx xience. Although there was some difficulty advancing due to the tortuosity, it was able to cross and was successfully deployed. The proximal area was then pre-dilated with a 2.5 x 12 trek balloon. A 2.5 x 8 xience v stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and inserted four times; however, the stent became dislodged in a tortuous area proximal to the lesion. While the sds was still in the patient, it was re-advanced and able to re-capture the stent, and deploy the stent proximal to the lesion. The procedure was abandoned, and it was recommended that the patient undergo coronary artery bypass surgery, due to the severity of the coronary artery disease and the inability to treat it with stenting. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. Reportedly, the stent delivery system (sds) was removed and inserted four times in the attempt to cross. It should be noted that the xience v instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this type of event is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The sds and stent implant were not returned for analysis and may have assisted in the investigation. However, it is most likely that the stent became disrupted on the balloon during the multiple attempts to advance through the tortuous and calcified lesion. As the sds was withdrawn, the stent implant likely interacted with the tip of the guiding catheter, contributing to the reported stent dislodgement. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent was ultimately deployed proximal to the lesion. The failure to cross and stent dislodgement appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.